Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown day, a schanz screw could not fit through the fracture clamp, therefore, could not be used for the procedure. Another part was available for use. Patient was not impacted. Surgery was not delayed. This event did not require additional medical treatment. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was received and the investigation is ongoing. Placeholder.